Event description:
Additional information received for mw5161891 on october 28, 2024. This is an update of a report I filed 10/23. In that report, I described a procedure whereby (B)(6) cultures new batches of leeches (the water they arrive in) to inform antimicrobial prophylaxis. At that time, I noted that microbiology had informed me that the water had grown rhodotorula. Later in the day, they revised that to rhodococcus. Accordingly, I have notified the supplier of this change and wanted to inform the FDA as well.

Event description:
We use medicinal leeches here at (B)(6) medicine. We have a procedure by which we culture the water of every new batch we received from the 'manufacturer', (B)(6) USA, to inform appropriate antimicrobial prophylaxis. This is analogous to the approach published by amanda wilmer in microsurgery in 2013. In a batch received last weekend, our microbiology laboratory identified growth of rhodotorula (in addition to typical leech flora such as aeromonas and nonaeruginosa pseudomonas). As a result, we discarded this batch, which had not been utilized for any patients. I let (B)(6) USA know of this finding. I cannot confidently determine whether the rodotorula was present in the water upon delivery or contaminated during the process of culturing the water.